Manufacturer narrative:
The subject device was returned to olympus for evaluation. The tissue pad was severely worn. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic appendectomy using the subject device, the following event occurred. The tissue pad was melted and spread laterally. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was severely worn out, and it was partially torn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Based on the previous investigation results and investigation results of the subject device, a likely mechanism causing the tissue pad to wear out severely might be the following: ·grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out and tear partially. The above device handling has warned in the instruction manual. Some information cannot be reported because no information was provided. A supplemental report will be submitted, if additional or significant information becomes available.